Event description:
During a sub-total gastrectomy procedure, the staples did not form properly and bleeding occurred along the staple lines. The surgeon sutured to complete the procedure without pt injury.